Event description:
Procedure type: unk. According to the rptr: surgical tech was unable to easily slide foam grip onto cannula. Foam grip scraped and shaved cannula. Another blunt port was issued and used successfully. There was no tissue damage or unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).